Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed motor error while attempting to change her basal delivery settings. The patient's blood glucose at the time of incident was 249 mg/dl. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The customer successfully rewound the device as well. However, the insulin pump also received a motion sensor test failure alarm along with the initial motor error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. The currents are within specifications and passed rewind, basic occlusion, prime and displacement test. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No a35 alarm. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.